Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, has been requested. No additional information is available at this time. Review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and 1 device was scrapped during the assembly process (pi) which is not related to the reported event. However this DHR assembly report from sap was verified and product was released in conformance with the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Healthcare professional reported right side pain, skin redness, and wrinkling formation over the implant, motive for which the patient had a medical appointment. The implant was hard and there was pain at palpation with deformity and rippling effect. Ultrasound noted capsular contracture, baker grade IV, and incipient local inflammatory changes in the capsule.

Manufacturer narrative:
Device evaluation: the device related to capsular contracture, inflammation/irritation and wrinkling event was received on aug 08, 2017, with lot number: 2501996. Visual analysis of the returned device identified: yellow particles in shell and weight to the spec. Additional analysis was performed which identified: gel cloudy after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process, intact and functional, and no were observed wrinkles or creases to confirm the complaint (wrinkling).

Event description:
Device has been explanted.